Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having difficulty charging the ipg. X-ray was taken and the result was unknown. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.

Event description:
It was reported that patient was having difficulty charging the ipg. X-ray was taken and the result was unknown. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.